Event description:
During an atrial fibrillation (a fib) procedure, a faradrive steerable sheath clear was selected for use. The sheath was initially connected to the flush port without issue. However, upon attempting to disconnect the sheath using a hemostat, it broke. The sheath was replaced, and the procedure was completed successfully without any patient complications. The sheath will not be returned for analysis as it has been disposed of.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.